Manufacturer narrative:
Updated fields: h6 and h10. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the foreign material in the device could not be specified, and there were no reported reprocessing deviations from the IFU. A definitive root cause of the foreign material in the device could not be identified. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) sections below: gif/cf/pcf type 290 series operation manual chapter 3 preparation and inspection. Gif/cf/pcf type 290 series reprocessing manual chapter 5 cleaning, disinfection, and sterilization procedures. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The cleaning, disinfection, and sterilization (cds) was performed by the customer. The scope was reprocessed before being sent to olympus for repair. The customer did not know what the foreign material was. The device was returned and evaluated, and the customer¿s allegation was confirmed. In addition to the malfunction documented in b5, the additional evaluation findings are as follows: due to clogging of nozzle, air supply volume does not meet the standard value, due to clogging of nozzle, water supply volume does not meet the standard value, due to clogging of nozzle, water removal ability does not meet the standard value, on water detection sticker, dots are smudged and connected, due to wear of angle wire, bending angle in up direction does not meet the standard value, due to wear of angle wire, the play of u/d (up/down) knob is out of the standard value, universal cord has a wrinkle, sw1(switch) has a scratch, sw4 has wear, and protector of universal cord on s-connector side has a scratch. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the gastrointestinal videoscope had a defective air/water supply. The issue was found when preparing the device for use. There were no reports of patient harm. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: foreign object in nozzle. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.